Manufacturer narrative:
The device was not returned. The customer requested a new alternate current (ac) socket and was informed the unit would need to be sent to olympus for repair. Repair of the unit was declined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the maintenance unit power connector was physically broken. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the broken power inlet was confirmed. However, the specific cause of the broken power inlet was not established as the device was not returned for inspection. Olympus will continue to monitor field performance for this device.